Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information. The patient's weight was updated. There was no troubleshooting performed related to the charging issues. The cause of the ins not charging was not determined. The charging issues weren't reported to them as being an issue. It was reported the patient was a little more forgetful and a little off, but did not have focal neuro deficits or lethargy. No further complications were reported as a result of this event.

Manufacturer narrative:
Estimated event date. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that they are concerned the ins isn't charging to full. They had been told the device was at (B)(4) charged then (B)(4) charged. The issue allegedly started sometime this week. It was noted the patient was getting impatient and was confused, but their symptoms were okay. It was then speculated that maybe stimulation was too high. No further complications were reported. The patient was implanted for obsessive compulsive disorder (ocd) and movement disorders.